Manufacturer narrative:
Service was not dispatched for this event as it was determined that a reagent pack had likely been misloaded. The customer returned a reagent pack allegedly involved in the incident however beckman coulter inc customer product line support could not identify a defect with the reagent pack or whether it was, in fact, involved in the event. A definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 "no value" cardiac troponin (accutni) results with instrument generated indeterminate flags were produced on an access 2 immunoassay system for two patients. Repeat results were not provided by the customer. None of the involved accutni results were reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Instrument accutni quality control (qc) results produced "no value" results with instrument generated indeterminate flags during the timeframe of this event. It was identified that an accutni reagent cartridge might have been incorrectly loaded into the instrument. Accutni qc performed within the customer's established ranges once an appropriately loaded accutni reagent pack was used to generate the qc results. No patient specific information or sample handling/collection information was provided by the customer.